Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was trying to sync with the implantable neurostimulator (ins) to increase the "rate" and was seeing a "weird error message with a smiley face". Patient was seeing a "synchronize programmer and neurostimulator" warning message. Patient was travelling and did not have the patient programmer (pp) antenna with them. They had the patient attempt to sync with the ins without the pp antenna. Patient then saw the poor communication screen. Patient stated that they were in a mall and around security systems. The patient then moved away from that area and was able to successfully sync with the ins. It was reviewed how emi can affect telemetry. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was trying to sync with the implantable neurostimulator (ins) to increase the "rate" and was seeing a "weird error message with a smiley face". Patient was seeing a "synchronize programmer and neurostimulator" warning message. Patient was travelling and did not have the patient programmer (pp) antenna with them. They had the patient attempt to sync with the ins without the pp antenna. Patient then saw the poor communication screen. Patient stated that they were in a mall and around security systems. The patient then moved away from that area and was able to successfully sync with the ins. It was reviewed how emi can affect telemetry. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.